Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient did their weekly battery check with their programmer and the device displayed an out of regulation (oor) warning. The patient also experienced an increase in parkinson's symptoms. A lead connection check (lcc) was carried out over the phone, which reported "7ok". It was noted the patient was programmed in constant circuit and their ins was at 2.83v. The patient followed up with the hcp who performed an impedance test that showed an open circuit on contact 2. All right side impedances were in normal range. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted the patient had no recent falls. The hcp re-programmed the patient to bipolar 3+, 1-. No further complications were reported as a result of this event. Impedance information: c<(>&<)>0 1513 ohms c<(>&<)>1 1425 ohms c<(>&<)>2 >40000 ohms c<(>&<)>3 1008 ohms 0<(>&<)>1 1863 ohms 0<(>&<)>2 >40000 ohms 0<(>&<)>3 2048 ohms 1<(>&<)>2 >40000 ohms 1<(>&<)>3 1863 ohms 2<(>&<)>3 >40000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated via a manufacturing representative (rep) that the cause was not known. No further actions/interventions were planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.